Manufacturer narrative:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called for assistance with a fiber-optic sensor failure on a sensation plus catheter and a cs300 during use, no patient harm or injury reported. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp team member asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately. Esp team member then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint information obtained. Nurse was appreciative of the support and denied any additional needs. Complaint record ID (B)(4).

Event description:
It was reported by the nurse via the emergency support program line that the cardiosave intra-aortic balloon (iab) was experiencing a fiber-optic sensor failure during use with a sensation plus catheter and a cs300 system. There were no patient harm or injury reported.